Event description:
During preparation, the tip of the drug-eluting coronary stent was found to be defective. The stent was removed and there was no harm to the patient. Manufacturer response for monorail coronary stent system, synergy xd 2.75 x 32 monorail coronary stent system (per site reporter) the clinical site notified the manufacturer representative directly.